Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested the site to return the da vinci product involved in this complaint to perform failure analysis. At the time of this report, the product has not been received. A follow-up MDR will be submitted if additional information is obtained.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the physician accidently touched the tip of one instrument with another and one of the tips of the force bipolar detached from the instrument. They took the instrument out safely and nothing was left behind. No fragment fell into the patient. The procedure was completed with no patient harm, adverse outcome or injury and with no delay. Intuitive surgical (is) contacted the site and obtained the following additional information regarding this event: the reporter confirmed that the instrument was inspected prior to use. The reporter reconfirmed that nothing fell off into the patient. There were no difficulties in removing the instrument from the cannula.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have a broken grip at the grip base. The broken grip was returned with the instrument. Components adjacent to this broken grip do not show damage. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.